Manufacturer narrative:
Insulin pump had a no button response due to corroded keypad traces. No button error alarms noted. Insulin pump received with a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 150 mg/dl. The discontinuation of the device was advised. Nothing further was reported.